Event description:
A report of overinfusion was received in which a 1 liter bag of solution with magnesium additive of unknown quantity, was set to infuse at 50ml/hr. According to clinician, one hour after the infusion was started the clinician found that 200 mls had infused. It was not mentioned how therapy was continued. According to clinician, there was no patient injury associated with this incident. No additional clinical information was able to be obtained.